Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no hardware failure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unk 9 persona right femur; unk g right persona tibia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was released to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -02810, 0001822565 -2021 -02811.

Event description:
It was reported the patient underwent a revision due to pain in an unknown timeframe post implantation. It was reported that no further information is available.